Event description:
Caller reported air bubbles and gaps in the infusion set tubing, observed during pumping, which might have contributed to inaccurate blood glucose readings. There was no confirmed adverse impact on the customer¿s blood glucose level, though their high readings may have been due to other factors. To resolve the issue, the patient used a bolus to flush out the air instead of the recommended method, and cts advised using only the fill tubing process in similar situations.